Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01492. This report is being submitted as additional information. Approximate age of device - 2 years, 2 months. Manufacturer's investigation conclusion: the explanted pump was returned for evaluation. Review of the log file data showed that multiple low speed events and pump stoppages were recorded on 27 mar 2018 and 03 apr 2018, which were associated with low speed advisory/hazard and low flow hazard alarms as well as elevations in pump power up to 18.6 watts. A sequence of driveline fault alarms was also noted during one of the long pump stoppages captured on (B)(6) 2018. The interruptions in pump function occurred while the system was operating on both the power module and on battery power and appeared consistent with potential driveline wire damage; however, the evaluation of the returned portions of the driveline did not confirm any wire damage. The pump was returned assembled with the driveline severed approximately 2 inches from the nipple of the pump housing. The distal end of the driveline measuring approximately 32.5 inches in length was also returned. Visual inspection of the outer silicone sleeve and clear bionate layers showed no evidence of damage. The outer layers of the driveline replacement site appeared unremarkable and the underlying wires were properly connected. Examination of the external portion of the driveline on the distal end of the driveline replacement site showed some minor shield breakdown, which appeared consistent with over 1.5 years of use; however, the metal braided shield on the proximal side of the driveline replacement site as well as on the driveline segment extending from the pump housing appeared unremarkable. Microscopic inspection of the underlying wires revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the driveline segments. The returned portions of the driveline were suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device revealed no evidence of depositions or thrombus formations. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. The pump was reassembled and operated on a mock circulatory loop for an extended period of time with both returned portions of the driveline soldered together. No driveline fault or other atypical alarms were reproduced during testing and the pump functioned as intended. The evaluation did not identify a device-related issue that would have contributed to the reported low speed/pump stoppage events or the driveline fault alarms captured in the submitted log file data; however, approximately 12 inches of the entire length of the driveline was not returned for analysis and a potential wire compromise on that portion of the driveline could not be determined. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2018, it was reported that the patient was admitted to the hospital due to pump stoppages. The patient was reported to be asymptomatic. The manufacturer¿s technical service representative reviewed the submitted log file that contained data from 26 mar 2018 through 03 apr 2018 and observed multiple pump stoppages that occurred when the vad system was connected to both the power module and batteries. The customer was informed that this type of behavior has been linked to potential issues with the percutaneous lead (driveline). An internal x-ray of the driveline showed a potential area of acute bending internally. Additional pump stoppages occurred while the patient was hospitalized and on (B)(6) 2018 the patient was taken to the or for an emergent pump exchange for a presumed short to short issue. No additional information was provided.